Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a chronically low r-wave and recorded an isolated out of range (oor) shock impedance measurement. At the time of the oor measurement, the lead was connected at a non-boston scientific implantable cardioverter defibrillator (ICD) and the shocking vector was reprogrammed to resolve the issue. After the non-bsc device was replaced with a boston scientific ICD, the shock impedance measurements were normal but the amplitude remained low. The system's sensitivity was reprogrammed during the change-out. The lead has been implanted for approximately 15 years and remains in service. No adverse patient effects were reported.